Event description:
During a remote follow up, post paced t- wave oversensing, far field r- wave oversensing and inappropriate automatic mode switch were observed on the device. No intervention has been performed. The patient was stable.